Event description:
Fasttake meter would not turn on and they were not able to test on the meter. During troubleshooting, it was verified that the patient was using the correct test strips. They were asked to press the power button, and the meter turned on. However, when they inserted a test strip all the way into the test strip port, the meter would not power on. Therefore, the meter did not turn on with the test strip. The patient had also reported an issue with the three dashes on his meter. The meter options were reset, but the patient was unable/unwilling to answer if this issue was resolved. They had tested on their other meter (prestige) with a result of 7 mg/dl since they were not able to test on the subject meter. Replacement meter, test strips, and control solution were sent to the patient.